Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the pin measuring 15.1cm was returned for analysis. Final analysis found full breach outer insulation degradation 4.7cm from the connector pin. All other damage found was sustained during the explant procedure.

Event description:
This report is to advise of an event observed during analysis.